Event description:
It was reported that the doctor was performing an ultrasound breast biopsy with their ex holster to remove a solid lesion in the right breast, pierced the breast, tried to take the first sample and the cutter wouldn't make the cut. The doctor removed the holster from the breast, tied a second probe, initialized the probe, reinserted the probe into the breast, tried to take another sample and the cutter wouldn't cut. The doctor removed the probe from the breast, inspected the holster and connections and noticed there was a broken pin in the electrical connector to the control module. The case was aborted and the patient will be rescheduled for a case next week. Both probes were disposed of.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. During service, it was found that there was a bent pin in the connector of the power cable assembly. To correct the issue, the analysis site replaced the power cable assembly. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.